Event description:
It was reported that during a robotic laparoscopic prostatectomy, the image became frozen. Additionally, black lines appeared on the screen resulting bad image quality. There was no patient injury.

Manufacturer narrative:
Concomitant product: product ID: 26616aca sn:(B)(6) product ID: mrasc0002 sn:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy, the image became frozen. Additionally, black lines appeared on the screen resulting in bad image quality. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data and the provided image for the reported tower 240v. Evaluation of the device data indicates that the tower 240v experienced an operating room team interactive (orti) screen freeze and an error code ¿endoscope image change test fail¿, showing the frames per second (fps) of the orti dropped. This results in detection of a frozen image error as the system sees the same image for a long time. Review of the provided image notes that it shows the orti showing an error alarm stating "danger: endoscope image frozen. Check the imaging system. If the situation continues, remove the instruments and stop using the system.¿. Evaluation of the device data for the reported tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an operating room team interactive issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.